Manufacturer narrative:
The complaint of broken can be confirmed based on the spike tip broken observed on the photo shared by the customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave® bag spike broke during patient use. The report stated that they had another spike break with cytoxan, and they kept it so it could look at this one and the patient had to wait for a new dose of cyclophosphamide to be mixed by pharmacy. There was patient involvement, but no patient harm, and there was a delay in therapy.